Manufacturer narrative:
H2. Correction: please note, h6 codes and b21, c21, and d16 no longer apply to the lead. H3. The returned lead (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #3 conductor was broken 5.5 cm from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a rep reported that there was an unwanted stimulator stop. The patient implanted with an ins in (B)(6) 2024 described having the ins go into off mode spontaneously and described visualizing on the patient controller that the ins went from 70% to 30% in a few hours. During telemetry in (B)(6) 2025, the ins was not at the right time therefore the diary showed nothing concordant. The patient controller and recharger were changed that day. The impedance measurement also showed electrode 3 having impedance greater than 10000 ohms. The patient did not describe having the message that the requested intensities were not available. The rep asked if the impedance in this context could explain a shutdown of the ins. A session report and a data report were provided. The session report showed impedance measurements for all pairs including electrode 3 as greater than 40000 ohms. From the data report and session report, it was confirmed that the ins had turned off multiple times due to a discharged battery, including multiple instances in the two weeks prior to the interrogation session. The also matched the data report. It was also noted from the session report that the patient almost exclusively recharged from a discharged state (1%) and the ins was never fully charged and rarely charged over 80%. A recharger interval estimate was calculated using the patient's settings which found that the recharge interval should be about three days if the battery starts at 100%. Regarding the high impedance issue on electrode 3, it was reported that the physician was already planning to replace the lead. Additional information was received from the rep. It was reported that the patient was seen again in (B)(6) 2025, and reports from that session were provided. The session report showed that the patient experienced several occurrences of complete battery discharge during the month of january. As far as recharging was concerned, it was seen that the patient was recharging the ins to 90% more often and charging every three days. The session report now showed electrode pairs 0 and 3, and 1 and 3 as having impedance within normal range, with the remaining pairs that included electrode 3 as greater than 40000 ohms and all other pairs within normal range. Additional information was received from the rep. The patient was seen at the implant center on (B)(6)2025 for the lead change. The rep asked the medical team to insist on the patient recharging more often and more completely to avoid any interruption in therapy.

Manufacturer narrative:
Continuation of d10: product ID 977a2 ,explanted:(B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: the country of origin is france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a drop in effectiveness of stimulation and they reported that their ins charge went from 70% to 30% in a few hours. They noted that sometimes stimulation turned off by itself. There were high impedances on plot 3. The representative reported that some information was not verifiable because the clock and date of the ins were out of sync. The ins was reprogrammed to exclude the high impedance electrode, and the patient's controller and recharger were replaced. The ins clock was reset to the correct date. It was unknown if the issue was resolved, and it was unknown if surgical intervention was planned. Additional information received from a manufacturer representative. It was reported that the cause of the high impedance issue was not determined. It was unknown if the issue had been resolved, and the representative was waiting for the patient to return; a follow up session was scheduled for (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the high impedance was not determined during the surgery and the surgeon did cut the lead during the replacement surgery. The concerns about the ins battery draining rapidly and stimulation turning off were resolved after explaining to the patient to be careful to completely recharge the ins. The information has been confirmed / provided by the physician.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024. Explanted: 2025-02-13 product type lead implant date is month valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the surgeon cut the lead in order to replace it easily. No segments were left in the patient, they were all collected and shipped for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reported that the patient still says that the stim stops. Until now, we had asked the patient to monitor her charging and all the external accessories (remote control and charger that were changed for the first time). The patient has been making really great progress with recharging. Per the mdt data, out of the two weeks of charging, the ins never dropped below 20% and almost always charged up to 100%. This was an improvement from (B)(6). Based of the june 18th report the ins was functioning as intended and there was no further explanation or information. Impedances were within normal range. The patient provided a written log of recharging and stimulation stopping. Readable details from the log were as follows: charging session started on (B)(6) at 11 :33 am. Neurostimulator stopped, neurostim charged. Remote control 100% neurostimulator 40%. End of charge 12:50 p.m. Remote control 50% stimulator 100%. 3:06 p.m. Message about repositioning the antenna while recharging finished at 12:30 p.m. 3:06 p.m. Pacemaker stopped. Remote control 60% neurostimulator 100%. 2 a.m. Stop stimulator remote control 50% neurostimulator 80%. Recharge on (B)(6) at 10:36 a.m. ->11:12 a.m.-> several error messages + turn off. The device during recharge + stim stopped at the end (1h50). Recharge (photo + video) stim off. Friday, (B)(6), recharge 10:54 p.m. -> 12:12 a.m. Saturday, (B)(6), 1:58 a.m., stim stop. 100% neurostim battery 90%. Recharge 1:58 p.m. Remote control 100% stim 40%. Device turned off 2:03 p.m. 2:24 p.m. And 3:37 p.m. Remote control 30% stim 100%. 11:47 p.m. 6>stim stopped -> remote control 100% stim 80%. Sunday (B)(6) ->recharge 7:06 p.m.->8:23 p. Remote control 80% - stim 100%. Monday, (B)(6), load 8:32 p.m. -> 10:48 p.m. Stim stop 1h14 -> remote control 60% stim 60%. Tuesday (B)(6) recharge 10:30 a.m. Remote control 60% stim 50% -> stop stim 10:33. End of recharge 11:20 -> +11:26. Remote control 30% stim 100%.